Event description:
This is a report from baxter (B)(4) of a colleague infusion pump in which the green plug main indicator is not lighting up. The reported condition occurred during installation. There was no patient involvement, injury, or medical intervention. No additional information is available. The software version for this device is currently not known

Manufacturer narrative:
The device is reported to be available for evaluation. Upon completion of baxter's investigation a follow up medwatch will be submitted. This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. (B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary:the reported condition of a colleague infusion pump with a malfunction where the ?green plug main indicator is not lighting up? Was confirmed during product evaluation. The root cause was assigned to the power supply printed circuit board. The power supply assembly was replaced in order to correct this condition. This involved a colleague version 1.7 infusion pump with a user interface module software version of 7:01:00. Should additional information be received, a follow-up medwatch will be submitted.